Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed and/or corrected data: b.5, d.6b, d.9, g.2, h.3., h.6. Device evaluation: visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, raynaud's phenomenon. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having raynaud¿s phenomenon, side unspecified. Healthcare professional reported left side deflation. This record is for the left side. Device remains implanted.